Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used two 512sd (stretched gasket), two oneseals and two ms512. The outer gasket on the 512sd trocars split and leaked. The oneseal gaskets split and leaked. The ms512 would not stay snapped shut, resulting in leakage. All were replaced. There was no consequence to the pt.